Manufacturer narrative:
Device evaluation summary: the following components were returned for failure investigation: 1. Breath delivery (bd) power controller printed circuit board (pcb) 2. Bd power distribution pcb both components were visually inspected and functionally tested with no anomalies observed. There was no malfunction or product deficiency identified. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
E2017032. (B)(4). Device evaluation: the service engineer inspected the device and found the battery to be defective. The se replaced the battery, breath delivery (bd) power controller printed circuit board (pcb) and the bd power distribution pcb. The ventilator passed all testing and was placed back in clinical use. The replaced pb980 batter pack was returned for failure investigation. A visual inspection of the returned part was conducted and no anomalies were observed. The battery was returned depleted. The battery pack was installed into the failure investigation test ventilator and the init was powered up with error code lb0140 (ventilator primary battery adc voltage out of range) generated in the diagnostic logs. The bottom battery led started to flash indicating that the battery had started to charge. Within a few minutes error code lb0201 (primary battery adc voltage oor cleared) was generated in the diagnostic logs, indicating that the ventilator could now report the battery pack status. The battery status was showing 3% on the status display as the battery started to charge. The battery led indicators continued to scroll until the battery pack had reached 100% charge after a few hours. The battery status was now showing 100% on the status display. Calibration, est and sst procedures were run successfully without any errors. The unit was put into normal ventilation mode and ran successfully in ventilation mode for 24 hours with no errors or unexpected alarms observed during the run in period. The ac power was disconnected at the end of the run in period to determine how long the ventilator would run on battery power. A low urgency alarm was immediately generated, as expected, to indicate the loss of ac power. A medium urgency alarm was then generated, as expected after 59 minutes, to indicate a low battery condition with less than 10 minutes operational time remaining. A high urgency alarm was then generated, as expected after a further 5 minutes, to indicate a low battery condition with less than 5 minutes operational time remaining. The overall operational time on battery power was therefore 64 minutes. The battery was therefore working to the operator manual battery specification. The ac power was reconnected. The battery started to charge. The ventilator fully recovered without intervention and continued to operate normally, with only the high urgency visual alarm indicator remaining steadily on, indicating that a high urgency alarm had occurred. This visual alarm was cleared by operating the alarm reset key. The cause of the reported fault was that the battery pack had been allowed to become fully depleted beyond the point of operation. The pb980 operator manual gives adequate instruction on the battery backup system and battery charging.the status display shows which battery is in use and its charge level, and the remaining time the battery will operate before charging is required again. In ventilation mode, the ventilator continues operating as set when the ventilator switches from ac power to battery power and illuminates an indicator on the status display alerting the operator that the ventilator is now operating on battery power and ac power loss alarm annunciates . A medium priority alarm annunciates when the remaining run time for the ventilator drops to ten minutes and a high priority alarm annunciates when the remaining time drops to five minutes. Conclusion: user error. Depleted battery. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a 980 ventilator would not charge and generated an error message. There was no patient involvement at the time of the event.